Event description:
It was reported by service report that the head end lift was stuck in a raised position and the power cord is missing the ground prong. No pt involvement or adverse consequences are reported.